Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. A visual exam of the drill confirmed that a hole was present in the pneumatic hose. The hose assembly was replaced and add'l preventative maintenance was also performed. The drill was repaired and returned to the customer.

Event description:
It was reported that a hole was discovered in the hose portion of a pneumatic drill. This issue did not occur during a surgical procedure, so their was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.